Manufacturer narrative:
Implanting facility: (B)(6).

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds). The 35mm closure device was implanted approximately 2 years ago. The coordinator from the implanting hospital reached out to the patient for a 2 year follow up. The patient informed the coordinator that the device would be getting removed. The patient no longer followed with the original implanting physicians and was now receiving care at another hospital. No further information was available at the time and no further information was provided by the patient. A boston scientific (bsc) representative did confirm that the patient was scheduled to get the closure device removed due to an undiagnosed clotting disorder. The patient had a large amount of thrombus on the device that was going to need to be removed surgically so the physician decided to remove the device as well while in there. The device explant was confirmed to have taken place and that it was successful. No further information was provided.